Event description:
It was reported that during a biliary stenting treatment procedure, the guide wire lumen was blocked. An rx ws biliary 8 x 80 had beens selected to treat an unspecified biliary lesion. While attempting to advance the device over an unspecified guide wire, it was noticed that the guide wire was unable to exit from the guide wire lumen as the lumen was blocked. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".